Manufacturer narrative:
The account reported that the tip (or blade) of the device broke during use and subsequently fell into the patient. The surgeon retrieved the broken piece and through follow-up with the user facility, it was confirmed that there was no patient injury or any other negative health related outcome related to this incident. The device in question was returned to sterilmed on (B)(4) 2010 for investigation and the blade of the device was confirmed to be fractured. Although a root cause for this failure could not be conclusively determined, in sterilmed's experience, damage such as this is typically caused by the tip of the harmonic scalpel inadvertently contacting a metal object during the procedure. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices undergo an extensive inspection process. This inspection includes examination under magnification to verify that there is no damage to the device that would lead to breakage during use. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure that these devices are in proper working condition before they leave our facility.

Event description:
The tip of a harmonic scalpel broke off during a procedure and fell into the patient. The tip was subsequently recovered.